Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. Upon reviewing the transmission, it was noted that the implantable cardioverter defibrillator exhibited events of non-sustained right ventricular oversensing. The events observed consist of low level, high frequency noise that resulted in pacing inhibition. It was determined that the events were caused by myopotential oversensing. Programming changes were recommended. The patient was scheduled for continued routine follow up.

Event description:
New information received stated that the patient continued to experienced alerts for oversensing from the implantable cardioverter defibrillator from (B)(6) 2020. It was determined that the episodes were due to post paced t wave oversensing occurring after previous programming changes were made. There were no patient symptoms reported and the patient was scheduled for additional programming changes.